Event description:
It was reported that an analysis of this subcutaneous implantable cardioverter defibrillator (s-ICD) 's battery was requested. Boston scientific technical services (ts) analyzed the data as battery percentage was forty-five percent on january and now it's triggering end of life (eol) indicator. The data showed that there was an extended period of magnet application. The power consumption is stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd). The pg has no unusual faults or resets and is operating normally. However, additional information provided by sales representative indicated this s-ICD was explanted. No additional adverse patient effects were reported. Device is expected to be return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has been returned to boston scientific, and as a result, laboratory analysis was conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the describe event or problem for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an analysis of this subcutaneous implantable cardioverter defibrillator (s-ICD) 's battery was requested. Boston scientific technical services (ts) analyzed the data as battery percentage was forty-five percent on january and now it's triggering end of life (eol) indicator. The data showed that there was an extended period of magnet application. The power consumption is stable and within expectations based on programming and therapy delivery with no evidence of premature battery depletion (pbd). The pg has no unusual faults or resets and is operating normally. No adverse patient effects were reported. Additional information provided by sales representative indicated this s-ICD was explanted due to possible premature battery depletion (pbd). Device was returned for analysis.